Event description:
A report was received that a patient's precision system was explanted. The patient stated that stimulator hurt. No further information is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.